Manufacturer narrative:
Correction: the patient did not lose osseointegration as previously reported. Per the surgeon, the patient's abutment was removed under general anesthesia and the site was sutured closed. The implanted device remains. This report is filed april 28, 2014.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), resulting in fixture loss; subsequent to sustaining a head trauma (date not reported). The device has not been made available for analysis as of the date of this report, (B)(4), 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.